Event description:
Per the clinic, the patient underwent a skin flap revision on (B)(6) 2014, due to a skin flap breakdown around the site of the receiver/stimulator. The patient was reportedly treated with oral antibiotics (date not reported). Subsequently, the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.